Manufacturer narrative:
(B)(4).

Event description:
It was reported that the warm up restarted after warm up. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed at 0vdc. A review of the share data was performed and confirmed the allegation. The probable could not be determined. In addition, a pairing failure and signal loss greater than a hour were found in connection to the reported allegation. The reported event of warm up restarted after warm up is reportable based on the finding of signal loss greater than a hour. No injury or medical intervention was reported.